Event description:
Testing blood glucose of daughter using abbott freestyle test strips we noticed it is reading higher than it actually is. Her meter and strips said she was 6mmol however actually 3mmol. We confirmed on ourselves non diabetics and our readings were said to be 8 mmol. We also gave a medical alert dog he is the one that discovered the error as he would not leave her alone. This is incredibly serious and life threatening meaning she could go into a coma or be ill in an unsafe place.